Event description:
It was reported the pt underwent surgery because their intrathecal catheter "had pulled out". The pt experienced a loss of therapeutic effect. The catheter was reinserted and the pt had therapeutic effect. Approx one mo later, the pt again reported a loss of effect. The drug used in the pump is hydromorphone. The pt also takes unspecified oral medications. Add'l info has been requested but was not available on the date of this report.

Manufacturer narrative:
Used for catheter.